Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts at the proximal end distorted, stretched and lifted proximally. Struts at the distal end are also distorted and lifted from the stent profile. An attempt was made to inflate the device and stent deployment was achieved at 8atm. It was also noted at this stage that several struts displayed slight damage across the length of the stent. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Solidified media resembling blood was noted inside the balloon chamber suggesting the device leaked during procedure. The balloon was connected to an encore inflation device and an attempt was made to apply positive pressure to the balloon chamber; however the balloon could not fully inflate and could not exceed 8atm as the device leaked at the port bond exit area. The bumper tip of the device showed no signs of damage. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination of the inner lumen and outer extrusion found damage at the port bond, 4mm distal of the port entry site. An attempt was made to inflate the device during examination, however the inflation fluid leaked through the port bond, thus confirming the damage concentrated at this location. The midshaft and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 22nov2016. It was reported that the balloon failed to inflate and stent unable to deploy. Vascular access was obtained via the right radial artery. The de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. After a ebu 7 fr guide catheter was engaged and a non bsc guidewire crossed the lesion, pre-dilatation was done using a 2.5 x 15 balloon catheter. Subsequently, a 2.50x38mm promus element¿ long drug-eluting stent was advanced and an attempt was made to deploy the stent but the balloon failed to inflate and stent was not deployed. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.